Event description:
User facility reported unsuccessful cavity integrity assessment (cia) tests with two novasure devices during an attempted endometrial ablation. Follow-up on (B) (6) 2010, revealed that following the failed cavity integrity assessment tests, the physician found two uterine perforations via laparoscope; one each on the right and left side of the fundus. The physician used a hemostatic agent to treat the perforations and discharged the patient home the same day. The patient was seen on follow-up and reported to be "healing well with no issues". A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot numbers and expiration dates listed below. Serial numbers were not provided by the complainant. Lot #09f17ra-expiration date 07/17/2010. Lot #09g22ra-expiration date 08/22/2010. Serial number of the rfc not provided by the complainant. Lot #09f17ra-manufacture date 06/17/2009. Lot #09g22ra- manufacture date 07/22/2009. Device history record (DHR) reviews were conducted for the reported lot numbers. The lots were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Should we receive the complaint device, a supplemental medwatch with the results of our analysis will be filed. (B) (4).